Manufacturer narrative:
A ge representative evaluated the system and replaced the generator driver board. System operates as intended.

Event description:
Customer reported the system is displaying an interlock failure. No patient injury was reported.